Event description:
The customer reported that following breat biopsy and mastectomy the pt developed granuloma and fat necrosis at the surgical site. Product codes unknown, lots unknown. The pt had a breast biopsy in 2004. The incision was closed with the adhesive. A granuloma was noted to have developed, the decision was made to remove the mass when the pt went in for a mastectomy about two half months later. The mass was removed during mastectomy and the adhesive was used to close the incision. A unidentifiable crystaline material was present. In 2005 the pt was seen and a second granuloma was noted. The pt was operated on again eight days later to remove mass, and vicryl sutures were used to close the incision. At five weeks post-op the pt was doing well about one half months later, it was noted that another mass was present and increasing in density, decision had not been made on removing this mass. The pts current condition is unknown.